Event description:
The customer complained of no image display. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.